Event description:
Reporter states "hot water leaked from tube."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional info is being sought from the complainant. A return sample for eval is expected. Should additional info become available a follow-up report will be submitted. (B)(4).